Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m foreign matter was discovered in cap and tube. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty cap ×1, spot in tube ×1.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-15. Investigation summary: bd received 2 samples and 5 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter within the cap and tube with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for embedded foreign matter within the cap and tube with the incident lot was also observed as all product specifications were met. The retention samples were inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Based on the investigation, the most likely root cause is that the embedded foreign matter is indicative of resin colorant and/or resin adhering to the interior of the mold during the manufacturing process.

Event description:
It was reported that prior to use with bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m foreign matter was discovered in cap and tube. The following information was provided by the initial reporter, translated from japanese to english: dirty cap ×1, spot in tube ×1.